Event description:
Infiltration during haemodialysis. Pt was sedated and lying in bed without any movement when infiltration was noticed. Pt's vascular access was at left upper arm and hematoma was spread to chest area. Pt died afterwards due to other health complications. Slice in vein at vascular access, which caused the hematoma, was detected using ultrasound. According to info provided by , the incident was not related to jms avf needle, and end-user had commented that it should be an operational error during treatment. Based on evaluation of device history record (DHR) and testing of preserved samples, there was no abnormality observed. Hence, we conclude that the product's form, fit and function met the required specification.